Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that directly after changing out all of the cleo® 90 infusion set supplies, the patient received an occlusion alarm. The patient reported that their blood glucose levels were 366 mg/dl due to the reported event. During troubleshooting, it was determined that the occlusion alarm was related to the infusion supplies as the infusion pump was able to pump insulin when the tubing was disconnected. After troubleshooting, the patient placed a new infusion site and successfully delivered a 4 unit correction bolus. The patient's insulin was 342 mg/dl at the time of the report. During a follow-up conversation, the patient reported that their blood glucose levels were "much better" after placing the new infusion set. No permanent injury to patient reported.